Event description:
It was reported, the patient had their vns generator and lead replaced. The patient's vns generator was reported on implant card to be replaced for end of battery life. Good faith attempts have been made to see why lead replaced and no information received to date. The explanted product discarded in the or. High impedance was discovered in inhouse programming history, therefore a device malfunction against the lead was the most likely cause for the lead being replaced, no further information has been received after good faith attempts have been made.

Manufacturer narrative:
Conclusions: device malfunction suspected, but did not cause or contribute to a death or serious injury.